Event description:
It was reported that after the spring wire guide (swg) was inserted, the clinician was unable to advance the catheter over the swg and as a result, both were removed. The clinician exchanged the swg with a radifocus from terumo and using the same catheter, inserted them successfully. There were no reported patient complications as a result.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Evaluation: one 3-l, 12 fr x 20 cm catheter was returned. The spring wire guide (swg) was not returned. No defects or anomalies were observed on the returned catheter during visual inspection, without magnification. A tight fit was encountered when a .035 inch diameter swg was inserted into the distal end of the catheter. The swg was then inserted into the proximal end of the distal extension line but would not pass through the juncture hub. The device history records for the catheter were reviewed with no relevant findings. The report of difficulty passing the swg through the catheter was confirmed through functional testing of the returned sample. The potential cause of this issue is manufacturing related since the investigation of similar complaints found the lumens inside the juncture hub to be deformed. A CAPA has been initiated to address this issue.